Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) was 598 mg/dl. Bg level was addressed with a manual injection. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.